Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error e35. Customer states that they were trying to clear and alert before this issue occurred. No harm requiring medical intervention was reported. Troubleshooting was performed and explained that the insulin pump performed safety checks and the error was found. The customer was advised to discontinue the usage of the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Unable to test for change sensor alert due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2 and force sensor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on 04/21/2023 at 19:01:00.000 and on 04/21/2023 at 19:11:00.000 due to corroded force sensor. Unable to perform the carelink upload due to critical pump error (open book image) alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display widow, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked/dented retainer. Please see below for the pump errors/alarms noted 1 week prior to the event date 21-apr-2023 in the pump history file. 04/14/2023 08:11:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 04/14/2023 08:32:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 04/14/2023 08:42:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 04/16/2023 21:45:38.000 batteryremoved (55). 04/16/2023 21:45:38.000 alarmalertnotification (40). Faultnumber: batteryremoved (84), 04/16/2023 21:45:48.000 batteryinserted (44). 04/21/2023 19:01:00.000 alarmalertnotification (40), faultnumber: brokenforcesensorerror (35). 04/21/2023 19:11:00.000 alarmalertnotification (40), faultnumber: brokenforcesensorerror (35). 04/21/2023 19:12:51.000 batteryremoved (55). 04/21/2023 19:12:51.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 04/21/2023 19:13:16.000 batteryinserted (44). 04/21/2023 19:13:16.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 04/21/2023 19:25:24.000 batteryremoved (55). 04/21/2023 19:25:24.000 alarmalertnotification (40), faultnumber: batteryremoved (84). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unable to test for lost sensor alert or failed batt test alarm due to critical pump error (open book image) alarm. Lost sensor alert unknown. Pump error 35 confirmed in the pump history file. Failed batt test alarm unknown. Unable to perform the functional test due to critical pump error (open book image) alarm. Unable to confirm alleged high bgs. Change sensor alert unknown. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corroded force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.